Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device, which was order on (B)(6) 2021. The replacement device was issued as customer had reported the sensor had detached prematurely. Due to delivery delay, customer reported that on (B)(6) 2021, as customer did not have sensor and could not use capillary test to monitor glucose, they experienced a loss of consciousness. A nurse treated customer with sugar-water, and paramedics were called. The customer was brought to hospital where additional treatment of glucose infusion was provided for diagnosis of hypoglycemia. The customer also stated being hospitalized for unspecified amount of time. There was no report of death or permanent injury associated with this event.